Event description:
The customer reported the device powers on and off incorrectly. There was no reported adverse patient impact.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified during lab tests. J24 was found to have an intermittent condition affecting the video content. The available information is consistent with a malfunction of the processor pca. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.